Event description:
Pt with a unicondylar knee implant fell, had a fracture, and it was revised to a tka.

Manufacturer narrative:
Pt with a unicondylar knee implant fell, had a fracture, and was revised to a tka. Review of the device history record indicated that the device was manufactured to specification.